Event description:
The medtronic support specialist reported that the tip of the probe, tactile, left asm, long, broke off in the pt's s1 during a case. The surgeon chose to leave the tip in the anatomy and placed the screw alongside the tip.

Manufacturer narrative:
Request has been made to return the part for eval, it has not arrived at time of this report. Eval of product is anticipated. Results from all evals will be provided in a follow-up report.